Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged fastthread biocomposite interference screw, ar-4020c-08, batch 15322176, was received for investigation. Visual inspection noted a fracture at the distal end of the device. Functional testing was not performed due to damage to the device. The method used to prepare the bone and the bone quality encountered during the procedure were not provided. The most likely cause for the reported failure may be attributed to: improper bone preparation. Misaligned insertion. Prying or leveraging the device during use. Complaint allegation is confirmed.

Event description:
It was reported during the anterior cruciate ligament surgery that the implant broke when screwed into the bone. The broken pieces were retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.